Manufacturer narrative:
A medtronic representative went to the site to test the imaging system. The interface/umbilical cable was replaced and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. The interface cable was returned to the manufacturer for analysis. Functional testing, performance testing, and visual/physical examination was performed and no failure was found. The returned cable passed bench and continuity testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was sporadically going into standalone mode. There was no patient present when this issue was observed.